Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonvideoscope tested positive for greater than 64 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Updated fields: h3, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: february 21, 2025. Sampling from: all channels. Cfu: 13 cfus . Bacterial identification: pseudomonas aeruginosa, kocuria rhizophila, and micrococcus luteus/lylae olympus reprocessed the subject device according to the device IFU and re-cultured tested where the results were: sampling date: march 7, 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: non-indicator organisms. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.